Event description:
It was reported via repair work order that the siderail could not latch due to a broken top rail. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the left side rail was not latching properly due to the top rail being broken at the spindle mount flange. It was also reported that there were sharp edges accessible.

Event description:
It was reported via repair work order that the siderail could not latch due to a broken top rail. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.